Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures.

Event description:
This is a report of patient 1 of 2. A 1.2 inr with protime system vs. 1.9 inr with unspecified lab system. Therapeutic inr range 2.0-2.8. No report of adverse event, serious injury, or intervention.